Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude and high thresholds. The lead was evaluated and showed several variable intrinsic amplitude measurements with decline over the past week. In addition, there was no capture until output was increased. An x-ray was performed, however, there was no clear dislodgement. The lead explanted. No additional adverse patient effects were reported.